Event description:
It was reported the patient¿s stimulation was ¿too strong.¿ it was stated the patient experienced ¿acute pain¿ in their legs. It was noted when the patient¿s stimulation was decreased to 0 volts, ¿it was still too painful for him¿ and ¿still too strong.¿ it was further noted that when stimulation was off the patient ¿no longer felt stimulation or pain.¿ when stimulation was turned back on it was noted the patient ¿no longer felt pain.¿ it was reported the patient ¿felt stimulation at 5.6 volts and it was comfortable.¿ it was stated that at the time of report the patient was set to 3.5 volts on group b, program 1. It was further stated the patient ¿did not feel the need for stimulation in his left leg¿ at the time of report. It was noted the patient experienced the ¿too strong¿ of stimulation since having met with a manufacturer representative ten days prior to report. It was noted the patient had an appointment to meet with their health care provider (hcp) scheduled for (B)(6) 2013. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).